Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to something they did wrong. The patient was not hospitalized for the peritonitis event. The patient was treated with unknown intraperitoneal antibiotics. It was unknown if the patient was recovered from this peritonitis event. On an unreported date, the patient was retrained in proper aseptic technique. Action taken with pd therapy was not reported. No additional information is available.